Event description:
The customer alleges a meter reading of greater than 600 mg/dl. This reading would be beyond the system's measurement range of 10 to 600 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.